Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) proximal conductor fractured; partial lead returned in segments and analyzed.

Event description:
It was reported that the lead had diminishing r-waves. The lead was extracted and replaced. No patient complications were reported as a result of this event.